Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Comparing the revision implant sheet with patient's previous revision implant sheet, a 4x9 cs all poly tibial component and size 4 cr cemented femoral component were revised to a 4x11 cs all poly tibial component and another size 4 cr cemented femoral component. Neither implant sheet indicates whether stryker cement was used.